Manufacturer narrative:
Correction: the first supplemental regulatory report, for the report sources is health professional and company rep; not consumer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 27-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for n on-malignant pain. It was reported that the patient was going to have a lead revision on (B)(6) 2019 because the patient had issues with their therapy; the rep met with the patient for reprogramming on (B)(6) 2019. The rep noted that the lead might need to be moved up, that it might be halfway out of the epidural space. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient was receiving under and over stimulation in certain positions. The patient stated she may have fallen to her knees previously. The patient's impedances were within the normal limits, but a flouro was done at the doctor's office and there was a confirmed lead migration. A lead revision was done to place the lead back to the original position and the issue was resolved. The patient's medical history includes chronic ankle pain. No further information was reported.